Event description:
Initial result for a pt sodium was 125 mmol/l. When repeated, the result was 138 mmol/l. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepant results.